Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been dealing with low blood glucose (bg) levels since being released from the hospital. Most recent bg level was reported at 70mg/dl. The customer had been eating all day to try and bring blood sugars back up, but when corrected the resulting high blood sugars would drop back down again. Per the customer, settings had been altered while at the hospital. Recommendation was made that the customer contact their healthcare provider to make settings changes.